Event description:
It was reported that the treatment was unspecified, possibly radiation therapy for head or neck cancer. A rotating hemostatic valve (rhv) was connected to a guiding catheter. When pressure was applied, a heavy leak was noted at the black seal of the rhv rotating luer that connects to the guiding catheter. The procedure was completed with a new rhv. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak was confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.